Event description:
Per the clinic, the patient underwent an ear wax removal procedure (date not reported). During the procedure, the electrode are pulled out and extruded into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.